Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2024, the patient experienced a feeling of wrongness. In addition, due to unknown causes/symptoms, there was suspicion of infection, for which a revision surgery was conducted on (B)(6) 2024. During this procedure, the primary journey ii bcs xlpe articular insert size 5-6 left 10mm was exchanged to another journey ii bcs insert. The femoral component, tibial baseplate and patellar component remained in situ. Patient's current health status is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the patient underwent an insert revision 4 weeks post implantation due to a feeling of wrongness and suspected infection. It was communicated that no more information is available; however, the surgeon reportedly ¿doesn't think products failure¿. Without the requested documentation, definitive contributing clinical factors to the reported feeling of wrongness cannot not be concluded and the source of the suspected infection within a month of the surgical procedure cannot be identified, although infection is a well-known potential post-operative occurrence and is not indicative of a component malperformance. Patient impact beyond that which was reported cannot be determined, but a transient post-surgical recovery phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, injury, patient condition and/or patient medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.